Manufacturer narrative:
Concomitant products: product ID 3987a, lot# n0029689, implanted: (B)(6) 2005, product type lead; product ID 3550-29, serial# unknown, product type accessory; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3987a, lot# n0029689, implanted: (B)(6) 2005, product type lead; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient¿s system had been explanted due to scarring and infection. The stimulator had caused pain at the site over the left hip and was not replaced. There were no patient injuries. The patient recovered without sequelae after the removal.